Manufacturer narrative:
The insulin pump was received with no motor error alarms noted and no unexpected no delivery alarms noted. The motor was tested outside the device and passed. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratches on the lcd window.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that he had two motor error alarms and two no delivery alarms. Customer reported that the alarm was resolved by a reservoir change. Customer does not want to return the set or reservoir for analysis. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.